Event description:
It was reported that the right ventricular (rv) lead has a high impedance value of greater than 3000 ohm. It was noted there was a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead implanted: 2008 (B)(6). (B)(4).